Event description:
(B)(4). My essure coil did not lock into place. I had lots of pain and discomfort and two hsp tests. I then developed fibroids and had a da vinci hysterectomy in (B)(6) 2011. In (B)(6) of 2011 I was diagnosed with aml a rare form of leukemia for a female who is also middle aged.